Manufacturer narrative:
Device eval by manufacturer: visual examination of the returned device revealed multiple kinks to the outer sheath and middle sheath. The stuck wire is a 0.014 guidewire so it is assumed to be the reported guidewire. The wire is sticking out 13.3cm from the tip and 132.7cm from the knob of the pull rack. The stent was implanted so it did not return for product analysis. Microscopic examination revealed no additional damages. The wire could not be removed. The opened handle revealed the proximal inner prolapsed and middle sheath prolapsed. The last teeth of the pull rack on the distal end appears to have been flattened. There are blue particles from the pull rack scattered on the thumbwheel and inside the handle. The proximal inner and middle sheath prolapsed in the handle caused the event.

Event description:
It was reported that the device became stuck on the wire. A 6x120x130 eluvia drug-eluting vascular stent system was selected for an angiogram and intervention in the right leg. A non-bsc guidewire was used. The first stent was successfully implanted. After successful deployment of the second stent, the delivery system became stuck on the wire during withdrawal. It could not be removed over the wire. The guidewire and delivery system were removed together as a unit. There were no complications to the patient and the procedure was finished.